Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Device not received; however investigation was performed based on received complained product pictures. (B)(6). DHR review for part # 357.372, synthes lot # 5735274, release to warehouse date: (B)(6) 2008 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed for the subject device (helical blade inserter, part number 357.372, lot number 5735274). Photographs of the inserter was examined and the complaint condition was able to be confirmed as the locating pin in the alignment indicator was found to be broken. Additionally significant witness marks consistent with impaction were noted on the indicator stems. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw technique guide. Relevant drawing for the returned instrument was examined. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined however the failure mode is consistent with rough handling and impaction of the alignment indicator. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2016, during the cleaning (sterilization) process it was noted that the helical blade inserter was difficult to disassemble. The device was reportedly stored according to the labeling instructions. It was reported that there was no patient involvement. No additional information is available. This event was initially determined to be non-reportable. During the manufacturer investigation, it was identified that the locating pin in the alignment indicator was found to be broken. This condition was re-evaluated and was determined to be reportable on (B)(6) 2016. This is report 1 of 1 for (B)(4).